Manufacturer narrative:
Visual inspection was performed and found that there are 2 deformation marks on the bottom of the blocker, one being more severe than the other. The inner hex angles of the blocker are deformed as well. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or device complaints were identified. It was not reported what instrument was used for provisional or final tightening or if a torque wrench was used during final tightening. Sgt was reviewed and the following was found to be relevant: note: do not perform final tightening of the closure screw with the inserter in place, or it will not be possible to remove the inserter. In the event the rod is forced down while tightening the closure screw, be sure that the closure screw is fully engaged into the screw head. This will help resist the high reactive forces generated by the final-tightening maneuvers. Extra caution is advised when: the rod is not horizontally placed into the screw head. The rod is high in the screw head. An acute convex or concave bend is contoured into the rod. Once the correction procedures have been carried out and the spine is fixed in a satisfactory position, the final tightening of the closure screw is done by utilizing the anti-torque key (03807026) and the torque wrench (03807028). The torque wrench indicates the optimum force which has to be applied to the implant for final tightening. Line up the two arrows to achieve this optimum torque of 12nm. Note: it is not recommended to exceed 12nm during final tightening. The most likely cause of the reported event was determined to be improper placement of rod into tulip head during final tightening. Additionally, excessive force applied during final tightening may have contributed to reported event.

Event description:
A patient presented with pain, a subsequent x-ray revealed that the tulip of a xia ii lp polyaxial screw disengaged from the screw shaft post-operatively. Revision surgery was performed. Upon further investigation, it was additionally found that the xia blocker used with the screw had deformed. This record captures the blocker.